Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the ventricular perforation appears to be related to device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
The patient died after complications from a ventricular perforation during a transfemoral procedure. As reported, a 29mm sapien xt valve was deployed and appeared to be in good position. After valve deployment, the patient was demonstrating evidence of ischemia observed on the EKG, and pressure dropped, and no cardiac output was available. An attempt was performed to resuscitation the patient with epinephrine, external compression was started and the delivery system was removed. The patient was then placed on cardiopulmonary bypass. Operative intervention was performed with a surgical exposure to repair the ventricular. As per medical records (operative report and discharge summary), it was clear that the wire was outside the ventricle and had either lacerated it or in some fashion had become exteriorized. On a tee a significant pericardial effusion was developing at the time the patient was placed on pulmonary bypass. Per report, the patient had procedural complications and had a perforation of the ventricle. An opened surgical procedure was performed and despite attempted repairs, continued to "ooze" and later succumb to low blood pressure and ongoing bleeding.